Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient has impedances on both leads. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Additional information received indicates the left lead did not contribute to the event as the issue was resolved with the replacement of the right lead. This device is no longer considered reportable. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the left lead did not contribute to the event as the issue was resolved with the replacement of the right lead. This device is no longer considered reportable.